Event description:
It was reported that upon interrogation, the pulse generator was found in backup vvi mode. Following a self test, the device did not exhibit any anomalies. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.